Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition and delivery of two inappropriate shocks. The pacing inhibition did not result in asystole for greater than two seconds. Additionally, pacing impedance measurements increased from the 500-700 ohms range to 1,900 ohms range with movement of the left shoulder. No lead damage was noted under fluoroscopy. The patient was noted to be in chronic atrial fibrillation (af) and the local field representative contacted boston scientific technical services (ts) and inquired about programming options during revision of the lead. An invasive procedure was performed. The lead to device header connections were verified and noted to be intact. The pace/sense portion of the rv lead was surgically abandoned and a new rv pace/sense lead was implanted. No additional adverse patient effects were reported. This crt-d remains implanted and in service.

Event description:
Additional information was received that the root cause was not determined. The lead configuration was reprogrammed rv coil to can. The physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this crt-d and another manufacturer's rv defibrillation lead later exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service.